Event description:
It was reported that during daily inspection, cardiosave intra aortic balloon pump(iabp), revealed serious air leaks on the machine and the screen would go black occasionally. There was no patient involved.

Manufacturer narrative:
Due character limit e1. Event site name- (B)(6) hospital. Event site address-nanning, guangxi zhuang autonomous region. Supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during daily inspections the cs300 intra aortic balloon pump air leaks on the machine and the screen would go black occasionally. There was no patient involvement and no adverse event reported. Inspections revealed problems with the kit, valve assembly and video cable, which needed to be replaced. It had not been used on patients and there was no harm, and it was awaiting repair. 02/13/2025 the price has been quoted to the hospital, and other information will be updated after the hospital confirms the repair. 05/29/2025 the customer contacted a third party for repair and fse unable to learn any other details.